Event description:
The patient was undergoing a microneurosugery procedure using an apollo wand. During the procedure, it was noticed that saline was leaking from the black connection to the apollo pump. The penumbra sales representative noticed a spray of mist and a puff of steam come from the connection to the pump. The apollo wand was swapped and the procedure continued successfully. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the wand was leaking where the dowel pin is located on the catheter knob. Conclusion: evaluation of the returned device confirmed that the wand leaked from the black connector. Based on the description of the event and evaluation of the returned device, it appears that the black abs material around the dowel melted and allowed fluid to drip from the catheter knob. During functional testing, the wand was connected without issue to a demonstration apollo system. The wand was functional; however, a minor leak was observed. The root cause of this issue could not be determined. The apollo wand is 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4).